Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information /investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nk460 - biolox prosthesis head 12/14 28mm s. According to the complaint description, the patient fell at home, postoperatively. Implantation had taken place in 2002. An x-ray result showed fracture of the ceramic head and dislocation of the left hip. A revision was required. Additional information was not provided. The adverse event /malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the ceramic femoral head cannot be completely reconstructed from the delivered fragments. There are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces. The insert is not broken but the rim is chipped. On the polished surface of the insert an area of intensive metal abrasion was found. On the oter surface of the fragments of the femoral head and the inner surface of the insert a clearly restricted area with increased wear was found. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: on two fragments, the primary metal transfer was found with varying intensity on the cone of the femoral head. Due to secondary damage and missing fragments the fracture origin cannot be identified on the fragments of the femoral head. Conclusion and measures / preventive measures: in the absence of a clear root cause emanating from our analysis and considering the extreme longevity of the combination, the reported fall of the patient appears to be a possible strong influencing factors with regard to the fracture of the ceramic femoral head. Based upon the investigation results a CAPA is not necessary.

Event description:
Update: involved components: (B)(4) - nk761t - antega plasmapore 12/14 size 11mm left - lot 51043296. (B)(4) - ae-qas-h548-01/collect.no.qas acetab.cups biolox - lot 400569949.

Manufacturer narrative:
Additional information: b5 & d10 - involved components added. [Investigation is preliminary]: investigation: investigation ongoing. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5) according to din en iso 14971 is still acceptable. Explanation and rationale: to date, we suspect that the failure is most probably usage or patient related. However, the investigation is still ongoing. This report will be updated after the investigation has been executed. Conclusion and measures / preventive measures: until now, a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results a CAPA is not necessary.

Event description:
Update: the adverse event / malfunction is filed under aag reference: (B)(4). Involved components: 400569897 - nk761t - antega plasmapore 12/14 size 11mm left/lot: 51043296. 400569949 - ae-qas-h548-01/collect. No. Qas acetab. Cups biolox.